Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from an hcp via a representative indicating this patient was now receiving morphine/infumorph 4.7 mg/ml at a dose of 6 mg/day and bupivacaine 2.6 mg/ml at a dose of 3.31 mg/day via an implantable pump. On (B)(6) 2017 during servicing at a refill procedure, the hcp removed 13 ml when the n¿vision marked 4.3 ml in the reservoir. There were no environmental, external, or patient factors reported that might have led or contributed to the event. The physician at the next refill, would do a rotor and catheter test. No interventions were taken and surgical intervention did not occur nor was planned. At the time of the report the issue was not resolved and the patient¿s status was reported as alive no-injury. Still at this time, no patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the expected residual volume was 3ml and 8ml was extracted from the pump. The refill procedure was completed and no further actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported regarding the previously reported pump and catheter study that were to be performed would not be performed. The pump was replaced by another company¿s pump. There were no issues or discrepancies at the refill that reportedly was to occur on (B)(6) 2017 as it was report no refill occurred but rather the physician replaced the pump. The issue was resolved with the pump replacement. The implant date was provided. The physician would not confirm the explant date. The device would not be returned as the physician discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later provided which indicated that no catheter or pump study were performed. The patient experienced more pain as a result of the event. The patient¿s next refill was to be (B)(6) 2017. The health care professional was to decide to take actions when the refill procedure happens. The system remains implanted. The pump reported indicated the device system delivered morfina 5 mg/ml at a dose of 6.5108 mg/day and ¿bupi¿ 2.5 mg/ml at a dose of 3.2554 mg/day. To date, there was no resolution to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received infumorph (morphine) (3.5mg/ml, 5.9962mg/day) and bupivacaine (3.2mg/ml, 5.4823mg/day) in an implantable pump for an unknown indication for use. The amount of drug aspirated from the reservoir did not coincide with the expected volume on the clinician programmer during servicing. A discrepancy of 5ml was noted (unknown if the actual volume was greater or less than expected). There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting, diagnostics, or interventions were performed (no planned/scheduled surgical intervention). The issue was considered to be ongoing. The status of the patient was stated to be alive and with no injury.

Event description:
No patient symptoms were reported.